Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
Customer reported that the device would develop holes along the edges and in the center, where the tacker had touched the mesh during implantation. No adverse pt consequence reported.